Manufacturer narrative:
Additional information added to: d.10. A visual inspection of pumping segment tubing damage and leak was confirmed based on visual inspection. A tear was observed in the silicone segment directly below the upper fitment component. The tear in the silicone segment directly below the upper fitment component extended 3/4 around the tubing. It is unknown how the damage occurred. The set was inspected for kinks, holes/tears in the tubing or damages to the components. No testing was deemed necessary due to the obvious damage. The root cause of the damage was not identified.

Event description:
It was reported that during a chemotherapy (cytarabine) infusion, the primary tubing line was cracked, which caused leaking. The clinician reported the leak to be approximately 50cc. The patient was exposed to the leaked (cytarabine), that was on the floor when she stepped in it unknowingly with her foot. The therapy was delayed approximately (1.5) hours due to re-mixing. Although, it was reported that patient care was delayed, it did not contribute to, or result in any serious adverse impact to patient or to the caregiver.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient information has been requested, but not provided.

Event description:
It was reported that during a chemotherapy (cytarabine) infusion, the primary tubing line was cracked, which caused leaking. The clinician reported the leak to be approximately 50cc. The patient was exposed to the leaked (cytarabine) that was on the floor when she stepped in it, unknowingly with her foot. The therapy was delayed approximately 1.5 hours due to re-mixing. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient or the caregiver.